Event description:
Medical affairs has been unable to get in contact with pt to obtain more clinical info. Based on the info provided, this case is being reported as an adverse event. Pt obtained an error 2 message on the meter. Pt retested and received clean test area. It is not clear how long the meter has been giving an error 2. Pt was experiencing symptoms, which consisted of dizziness, headache and feeling shaky. Pt ended up going to the ER. Prior to going to the ER, pt took 30u of insulin. In the ER their blood glucose was 400 mg/dl. They were treated with IV and oral medications. Customer service was unable to resolve the issue and sent pt a new meter. No further info was reported.